Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error alarm. The customer changed the reservoir and then the insulin pump alerted no delivery. The customer mentioned that the insulin pump would make a buzzing noise when she turned the light on. The customer's blood glucose was 406 mg/dl. The customer treated her blood glucose with manual injections. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from stating that water may have went into his pocket. The customer was able to complete the rewind sequence. The no delivery alarm had already been resolved by a complete set change. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.